Event description:
It was reported that the patient presented for a generator change out procedure due to normal elective replacement indicator (eri). During procedure, the set screw on the ventricular side could not be loosened. Hence, the right ventricular lead was unable to be removed from the pacemaker. Another wrench was used and the set screw on the ventricular side was loosened. The physician suspected that the issue could have been due to an unexpected force in the set screw area which could have damaged the threaded hole when the set screw was previously tightened. The physician also stated that a rust like material was observed upon removal of the septum. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Additional information - the reported event of difficult to retract set screw was confirmed. The device was returned for analysis with severely damaged setscrew inset and missing ventricular septum. Final analysis revealed that the setscrew insets were stripped around the opening and was filled with septum debris which was consistent with procedure damages resulting from incorrect hex wrench insertion during procedure. The debris that was found in the setscrew inset prevented proper insertion of torque wrench, which caused the reported setscrew anomaly issue. The damaged setscrew was replaced, and the leads were able to be tightened or loosened normally. The device was tested at the bench and no anomalies were found that would have contributed to the reported issue. The cause of setscrew anomaly was due to procedural damages.